Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had pocket erosion, the implantable cardiac monitor device header was visible through the skin. The patient stated the incision never healed completely post implant. The device was explanted and replaced successfully on (B)(6) 2019. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.